Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
Through follow-up communication under previous complaint from the same customer, livanova learned that the device is cleaned regularly per instructions for use and is placed inside the operating theater during use with the fan directed away from the patient at an estimated distance of two (2) meters from the surgery field. Reusable heating blankets are not used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used. Lastly, when the device is not in use, it is stored full of water and the hydrogen peroxide (h2o2) level is not checked daily, but only if the device is used. As per device instructions for use, the hydrogen peroxide level must be checked daily: if this is not applied, the device must be drained. Based on collected evidence, it is reasonable to conclude that this deviation (h2o2 level not checked daily when the device is stored full of water) may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bologna, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.